Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm and catheter was replaced. The procedure was completed with another of same device. No patient complications were reported.